Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced visual discomfort in left eye. The cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk claim #(B)(4).